Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility can be assumed. However, a device investigation is necessary to determine a root cause. Re-implantation is considered but has not been scheduled yet.

Event description:
Caretakers report that user lost access to sound with the device suddenly on the (B)(6), 2018. No history of accident or injury. No swelling or redness on implant side. No other medical problem reported. Re-implantation is considered but has not been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Caretakers report that user lost access to sound suddenly on the (B)(6) 2018. There is no history of accident or injury reported. Reimplantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The parents of the recipient report that the recipient lost access to sound with the device suddenly on the (B)(6) 2018. The user was re-implanted.